Manufacturer narrative:
The tech found the side rail was missing the latch bolt and nut. The tech replaced the side rail latch bolt and nut to resolve the issue.

Event description:
The tech alleged the side rail would not latch. No pt impact.